Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 587 and by the time they arrived at the ER it was over 600 mg/dl with nausea, chest pain, and polydipsia. During troubleshooting, patient reported changing the ifs (contact detach) only every 6 days. During troubleshooting, customer support was felt that hyperglycemia was likely due to not using ifs per IFU, however, patient reported wanted to have pump troubleshooting as well to determine if it was working as expected, but did not have time on current call to complete troubleshooting and stated they would call back. Patient refused to resume pump use and was sent home on lantus. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be ruled out as a cause/contributor.